Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, tender abdomen and cloudy pd effluent. The cause of the event was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing), ceftazidime injection (1gm, intraperitoneal, once a day, ongoing) and azithromycin tablet (500mg, oral, once a day, ongoing) for the event. It was reported the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.